Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that the power to therapy pcb cable (which connects the power module to the therapy pcb assembly) was not fully seated where it connects to the power module.  Physio then ensured that the power to therapy pcb cable was properly seated and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power.  There was no patient use associated with the reported event.